Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure the needle driver instrument had a broken wire poking out. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: there was no patient injury. The procedure was completed robotically as planned. A replacement same backup instrument was used. The issue was identified before the procedure start, no ports were placed yet.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The needle driver instrument was analyzed and found to have a dislodged cable crimp at the wrist control cable 6. The instrument has cable crimps at the end of the wrist cables that tend to slip, causing the cable to appear broken. The cable crimp was not returned with the instrument. The complaint was confirmed by failure analysis. Additional observation not reported by site: the instrument was found to have a broken and bent main tube approximately 84.23mm and 98.29mm from the distal tip. No material was found missing. Components adjacent to this broken main tube do not show damage.